Manufacturer narrative:
Additional: it has since been reported that the explant surgery (previously reported in mfg report no: 6000034-2019-00480) was performed under a general anaesthesia. This report is submitted on april 16, 2019.

Manufacturer narrative:
(B)(4).

Event description:
Per the audiologist, the patient underwent surgery on (B)(6) 2019 to electively explant the device. The patient was not reimplanted with a new device.